Event description:
It was reported that an unspecified number of bd connecta¿ stopcocks experienced leakage during use. The following information was provided by the initial reporter: article description: connecta plus three-way valve blue your article number: (B)(6) lot number article: 9128924a description of the complaint: three-way connecta with q-syte leaks / tears resulting in blood loss of the patient. Risk to the patient: high.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 7/13/2020. H.6. Investigation: a device history record review was performed for provided lot number 9128924 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one physical sample and two picture samples were received for evaluation by our quality engineer team. Through examination of the samples, a crack was detected on the luer connector component. At this time, an exact manufacturing related cause could not be determined for this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd connecta¿ stopcocks experienced leakage during use. The following information was provided by the initial reporter: article description: connecta plus three-way valve blue. Your article number: 394602. Lot number article: 9128924a. Description of the complaint: three-way connecta with q-syte leaks / tears resulting in blood loss of the patient. Risk to the patient: high.